Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the orders were not showing on patient's profiles, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not showing on the patient's profile. A technical support specialist reached out to the customer; however, the customer did not provide any information regarding the resolution of the issue. The system functioned as intended after the customer resolved the issue.